Event description:
Revision surgery - due to the patient falling and dislocating her shoulder with some fracturing.

Manufacturer narrative:
The reason for this revision surgery was reported as a dislocation and fracturing after 1.7 years of patient use. The healthcare professional indicated there was a 12 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4). A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the patien's shoulder dislocation and fracturing was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.